Manufacturer narrative:
As possible root causes for the broken shaft of the wheel belt, too much belt tension or material inhomogenity in / on the axle could be considered. Concerning the material inhomogenity a material outside the specification could be imaginable. The cause could not be clearly determined, it is assumed to be an individual case.

Event description:
The visumax has been installed on (B)(6) 2022. On (B)(6) 2023, the doctor was in the process of raising the pss (patient supporting system) during surgery when it suddenly fell at a rapid speed. Later, the pss was opened and the z motor bearing of the pss was found to be broken.